Manufacturer narrative:
Technician checked functions - no problem found.

Event description:
Complaint alleged that patient in medsurg room could place nurse call with response not heard in expected location. No injury alleged by account.